Event description:
It was reported that the patient came to the emergency room with low flows. It was stated that the caregiver performed a system controller exchange after the power to the house went out and they did not know what else to do. This was done without a power source connected. It was stated the pump was off for at least 3 minutes. Power was then connected and the pump restarted. The time on the system controller was one hour ahead of actual time. Data was only available from the patient's current system controller at the time. Log files were submitted for review. The beginning of the data captured the driveline (dl) already disconnected (B)(6) 2025 at 09:51 through 09:54. The driveline was reconnected on (B)(6) 2025 at 09:54 but no power attached to the system controller which resulted in low voltage hazard and no external power events. The ventricular assist device (vad) was running on the emergency backup battery (ebb). Battery power eventually connected at 09:55. Intermittent low flow events followed shortly after with the flow dropping just below the 2.0 liters per minute (lpm) threshold that resulted in audible low flow alarms. Pulsatility index (pi) values were slightly variable during these low flow events. The patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while connected to outlet power on (B)(6) 2025 was not confirmed as it was not observed within the log files submitted; however, a no external power and driveline disconnect alarms on (B)(6) 2025 was confirmed via the provided log files. The onset of the no external power alarm was not captured in the log files submitted; it was stated that a loss of power to the house caused the initial no external power alarm. In response to the no external power alarm, the driveline was disconnected by a caregiver to exchange the controller, but there was no external power connected to the new controller. The initial primary controller (serial number: (B)(6) remained in use. The onset of the system controller event log file on (B)(6) 2025 at 9:51:48 indicated the driveline was disconnected and reconnected while there was no external power to the system. The controller (serial number: (B)(6) periodic log file confirms that the controller was in use prior to the exchange, indicating the driveline to the controller was briefly disconnected in response to the no external power alarm. The white power cable had a weak connection during the controller exchange. When reconnecting to the system controller to the pump, a known functioning external power source should have been connected to ensure the system would power on as intended. After the driveline was connected and external power was restored to the system, the system controller appeared to be operating as intended. Additional information states the timeline of the reported events indicates power went out at the house, the caregiver performed a controller change but did not have a power source connected, the pump was off about 3 minutes, then power was connected and the pump restarted. No other log files were available for review. The patient is discharged at home without any issues. A root cause for the reported driveline disconnect alarm was determined to be user error and the no external power alarm observed in the log file was due to the user error. The initial no external power alarm was not observed in the log files submitted and the reported cause being due to infrastructure could not be confirmed. The root cause of the irregular power cable disconnect alarms could not be determined off the information provided. The device history record for the system controller (serial number: (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on 28may2024. The heartmate 3 instructions for use (IFU) section 2 entitled "system operations" states "the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange." Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, power cable disconnect, low voltage, and no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power while connected to outlet power on (B)(6) 2025 was not confirmed as it was not observed within the log files submitted; however, a no external power and driveline disconnect alarms on (B)(6) 2025 was confirmed via the provided log files. The onset of the no external power alarm was not captured in the log files submitted; it was stated that a loss of power to the house caused the initial no external power alarm. In response to the no external power alarm, the driveline was disconnected by a caregiver to exchange the controller, but there was no external power connected to the new controller. The initial primary controller (serial number (B)(6)) remained in use. The onset of the system controller event log file on (B)(6) 2025 at 9:51:48 indicated the driveline was disconnected and reconnected while there was no external power to the system. The controller (serial number (B)(6)) periodic log file confirms that the controller was in use prior to the exchange, indicating the driveline to the controller was briefly disconnected in response to the no external power alarm. When reconnecting to the system controller to the pump, a known functioning external power source should have been connected to ensure the system would power on as intended. After the driveline was connected and external power was restored to the system, the system controller appeared to be operating as intended. A root cause for the reported driveline disconnect alarm was determined to be user error and the no external power alarm observed in the log file was due to the user error. The initial no external power alarm was not observed in the log files submitted and the reported cause being due to infrastructure could not be confirmed. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on 28may2024. The heartmate 3 instructions for use (IFU) section 2 entitled "system operations" states "the 11 volt lithium-ion back up battery inside the system controller will not by itself start a heartmate 3 lvad if both of the system controller's power cables are disconnected from a power source. Always ensure that the power cables are connected to a power source to ensure that the heartmate 3 pump will restart during a system controller exchange." Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect, and no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.